Manufacturer narrative:
Qn#(B)(4). The customer report of an extension line leak was confirmed through investigation of the returned sample. The customer returned one 2-l cvc catheter for analysis. Definite signs of use in the form of biomaterial were observed within the catheter extrusion. Initial visual analysis of the catheter did not reveal any obvious defects or anomalies. After failing leak testing, a small hole was found on the distal extension line. The edges of the hole were smooth and uniform. The appearance was consistent with damage caused by contact with a sharp instrument (i.e., scalpel, needle bevel). The overall length of the catheter measured 129mm, or 5.078", via calibrated ruler, which was within the specification limits of 4.8125" - 5.1875" per the catheter product drawing. The distal extension line outer diameter (od) measured 0.0866" via calibrated micrometer which was within the specification limits of 0.084" - 0.088" per the extension line drawing. The distal extension line inner diameter (ID) measured 0.056" via calibrated pin gauge, which was within the specification limits of 0.055" - 0.059" per the extension line drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The extension lines were flushed using a lab inventory syringe, and both flushed as intended. The returned catheter was then tested per bs en iso which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. A leak was observed in the middle of the distal extension line body. A manual tug test confirmed that both distal and proximal extension lines were secure within their respective luer hubs. The IFU provided with this kit informs the user, "do not se cure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Based on the customer report and the appearance of the returned sample, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the extension line was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).